Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 475 mg/dl at the time of event and the patient got treated with intravenous (IV) infusion. Patient also experienced the symptoms of sick. No further information was available.